Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. Unspecified lower sensor scan results were obtained compared to a hcp meter. As a result, the customer experienced pain, diarrhea, and a loss of consciousness. The customer went to the hospital and had contact with a healthcare professional who obtained an unspecified blood glucose result on a hcp meter. In addition, the customer received unspecified IV and pain treatment from the hcp. There was no report of death or permanent injury associated with this event.